Event description:
According to the medwatch report form, a health care professional initiated the process of relocating the video cabinet from the operating room perimeter corridor to the operating room suite. The cabinet was located against a wall with the back of the cabinet toward the wall. The health care professional attempted to pull the cabinet, when it toppled on her and pinned her lower body to the floor. The health care professional was not certain of the cause of the event. It was observed that power cord(s) were in the path of the cart, and it may have been caught underneath the wheel, causing the cart to tip over, all equipment remained inside the cabinet during the fall since the door of the cabinet remained closed. Hospital personnel reported that the left knee radiology impression showed a fracture at the superior aspect of the patella with probable quadriceps tendon. An operative procedure was performed on 5/23/97 for open repair of the left quadriceps tendon. The right ankle radiology impression showed a fracture of the cuboid and base of the third metatarsal. The nurse was discharged on 5/31/97. The video cabinet was inspected by an olympus field service engineer and, after careful evaluation, the fse determined that the cart was free from damage and defects. It appears as though the cause of the event was probably due to the process in which the video cabinet was relocated from the operating room perimeter corridor to the operating room suite and the possible presence of the cord caught underneath the wheel. The hosp was advised of the findings and no further action will be taken.